Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first prime earlier than expected. No timeouts or drive stalls were observed in the device data. However, abnormalities were observed in the rotational sensor data. The device was reset and delivered a 5u bolus. The rerun data did not show any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities that were present in the original data replicated in the rerun. Inspection of the needle mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. The needle mechanism was reset and deployed as intended through manual advancement of the ratchet gear. The drive mechanism was inspected and found contamination on the commutator cap. The contamination observed on the commutator cap caused the rotational sensor malfunction, which led to first prime completing earlier than expected, which in turn caused the cannula to not deploy.